Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited unsatisfactory measurements. The lead was not used, and a new one was implanted. Patient status was noted as stable.

Manufacturer narrative:
Correction: section d4, additional device information, the correct serial number should have been (B)(6) rather than (B)(6).

Event description:
New information received indicated that the lead parameters that were not satisfactory were the sensing and impedance values of the right ventricular (rv) lead.